Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report : 1627487-2020-31788. It was reported that patient experienced abdominal pain post device implant procedure. Device system was explanted to resolve the issue. There were no complications during the procedure. Patient was stable.